Event description:
It is reported that when the box was opened, two poly plugs were not in the tibial component nor could be located in the package. Another device of the same size was opened and implanted.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.